Event description:
The customer reported that the insulin cartridge leaked, with the issue occurring only once. There was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge to address the issue.